Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included. This report was filed by the manufacturer.

Event description:
Customer reported under infusion of herceptin. Herceptin was infusing with 290ml to run over 30 minutes. At the end of 30 minutes there was a residual of 30ml and an actual run time was reported as 40 minutes. No patient harm. Product return is not expected.